Event description:
A 6f angio-seal device was deployed successfully in 2000 following a lhc (left heart catheterization) procedure. Approx one week later, the pt was admitted to the hosp for an infection at the angio-seal site. The angio-seal device was surgically removed. The physician has indicated that the pt is in stable condition.